Manufacturer narrative:
The field service engineer (fse) inspected the system and noted that the detergent aspirating tubing of the rinse unit leaked out because of many crystals clinging outside. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 results for two patient samples tested on the cobas 4000 c311 stand alone system. The initial results were reported to the doctor. The doctor complained which prompted a rerun of the sample. The reporter then recalibrated and reran the sample. On (B)(6) 2022, sample a had an initial sodium result of 218 mmol/l with a repeat result of 139 mmol/l. The initial potassium result was 7.91 mmol/l with a repeat result of 4.04 mmol/l. On (B)(6) 2022, sample b had an initial sodium result of 110 mmol/l with a repeat result of 133 mmol/l. The initial potassium result was 2.33 mmol/l with a repeat result of 3.52 mmol/l. The electrode lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the detergent aspirating tube of the rinse unit. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation determined the event was consistent with a maintenance issue.